Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Manufacturer reference number: 2017865-2019-05209. It was reported that the patient presented with a right atrial and left ventricular lead that had dislodged. The leads were explanted and replaced. The patient was stable.